Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that a patient expired while undergoing a routinely scheduled hemodialysis (hd) treatment on a fresenius 2008k hd machine. The patient experienced cardiac arrest and expired. Reportedly, the patient was administered the wrong concentrate during the hd treatment. The calcium was 1.00 ca++ instead of 2.50 ca++. No malfunction of the 2008k hd machine was alleged, observed, or identified, prior to, during, or following the hd treatment. The biomed confirmed that the unit was removed from service following the event to be consistent with standard site policy and procedures. Functional testing performed by the biomed confirmed that the system is operating properly. The unit has been returned to service at the user facility without issue. The user facility confirmed that the only fresenius product in use at the time of this event was the 2008k hd machine; the bloodline, dialyzer, acid/bicarb concentrates were not fresenius manufactured products. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. However, no malfunction of the 2008k hemodialysis (hd) machine was alleged, observed, or identified by the user facility during the patient's final hd treatment. It is not currently known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008k hemodialysis (hd) machine and the patient's adverse event.